Event description:
It was reported that an ilet bionic pancreas generated alert 60 indicating a bluetooth communications error, which was confirmed in device history; the user was instructed to restart the pump and ensure adequate charge, but the alert recurred and the pump was replaced, with education provided on backup therapy and device shutdown. No reported symptoms or changes in blood glucose levels. Outcomes included continued therapy via backup methods and no medical intervention or hospitalization. Investigation included review of device history, guided restart, battery and charging verification, and remote troubleshooting. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an evaluation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.